Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer reported via phone call of issues with blank display, failed battery alarm and battery out limit alarm. The customer's blood glucose level at the time of incident was 170mg/dl. Troubleshoot was conducted. The device was found to have passed the self-test. The customer states the pump was has been working sporadically, and has been off the pump and on manual injections. The customer was advised the pump would be replaced and returned for analysis.